Event description:
Per the audiologist's report, this pt complains of static. The surgeon can feel that the receiver/stimulator has migrated. The surgeon will reposition the device in 2007, while he implants the contralateral ear.